Event description:
It was reported that the burr was stuck with the rotawire. The target lesion was located in the left coronary vessel. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck with the rotawire. The devices were pulled out slowly and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device revealed that the coil was kinked and stretched at the handshake connection. A test rotawire was used for analysis, as the rotawire used in the procedure as not returned. During testing, the rotawire was able to be inserted into the burr and advanced into the burr catheter, but was not able to pass the kinked and stretched coil.

Event description:
It was reported that the burr was stuck with the rotawire. The target lesion was located in the left coronary vessel. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck with the rotawire. The devices were pulled out slowly and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.